Event description:
It was reported that the insulin pump squirted out insulin during the manual prime. The piston continued to move forward after contact with the reservoir. The blood glucose reading was 158 mg/dl. The insulin pump was not bumped or dropped or exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime/a33 tests. No prime fill anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corner and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.